Event description:
It was reported that before use of the insyte 18ga x 1.16in catheter tip is damaged and difficult to thread. The following information was provided by the initial reporter, translated from spanish to english: the catheter is flowered at the time of puncturing and does not allow progress.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos are available for analysis. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion(s): not confirmed: bd was unable to confirm the claim for the defect claimed. In addition to the fact that no records were found that could cause this claim during the analysis of batch history and non-conformities, without samples or photos for analysis, it is not possible to confirm the defects reported in this complaint. CAPA 1302123 was opened to investigate. H3 other text : see section h.10.

Manufacturer narrative:
Date received by manufacturer: 2019-10-20 .

Event description:
It was reported that before use of the insyte 18ga x 1.16in catheter tip is damaged and difficult to thread. The following information was provided by the initial reporter, translated from spanish to english: the catheter is flowered at the time of puncturing and does not allow progress.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the insyte 18ga x 1.16in catheter tip is damaged and difficult to thread. The following information was provided by the initial reporter, translated from spanish to english: the catheter is flowered at the time of puncturing and does not allow progress.